Manufacturer narrative:
Device is being sent to manufacturer, but has not yet been received. D7. Revision surgery reported in MDR 1644408-2007-00070.

Event description:
Femoral head dissociated from bipolar head during open reduction of a dislocation.